Event description:
Customer reported a charger failed - power off wait 10 seconds message comes up on c-arm display, and system will not start up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found burnt out components on the filament driver board. Replaced filament driver board. System operates as intended.